Manufacturer narrative:
The following fields were updated due to additional information: e.4. Initial reporter fax #: (B)(6). D.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-dec-2025. Investigation summary: bd received 200 samples in support of this investigation. 200 returned samples were taken and visually inspected, and no additive abnormality was found. Additionally, a total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after the use of bd vacutainer® sst¿ blood collection tubes, the customer noticed that (12) tubes clotted within 2 days after the blood collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the use of bd vacutainer® sst¿ blood collection tubes, the customer noticed that (12) tubes clotted within 2 days after the blood collection. No adverse impact was reported regarding the patient or user.